Manufacturer narrative:
The reported events were unable to implant, and high capture threshold. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of high capture threshold was not confirmed. Electrical testing, visual and x-ray inspections of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold and resulted in failure to capture. The ra lead was not used. The physician continued to use another ra lead and completed the procedure. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: the correct problem code should have been "failure to capture", rather than "capturing problem". The correct b5 statement should have been "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold and resulted in failure to capture. The ra lead was not used. The physician continued to use another ra lead and completed the procedure. The patient was in stable condition throughout the procedure." Rather than "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold. The ra lead was not used. The physician continued to use another ra lead and completed the procedure. The patient was in stable condition throughout the procedure." The correct data in field e2, e3, and e4 should have been "yes, physician, and no information", rather than "no, non-hcp, no".

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold. The ra lead was not used. The physician continued to use another ra lead and completed the procedure. The patient was in stable condition throughout the procedure.